Event description:
Doctor took several biopsies during endoscopy using rodial jaw3 forceps. Forcep is suppose to be able to take 2 bits of tissue. Doctor complained that forcep dropped one biopsy when he tried to take a second specimen bite. Dr feels it is a design flaw.

Event description:
Add'l info rec'd from MFR 11/15/02: the alleged failure reported that the biopsy device dropped tissue samples when multiple samples were taken during the same pass through the endoscope. The device is not designed for multiple sampling biopsies. MFR does offer a product that takes multiple bites without removing the catheter from the scope. Furthermore, the evaluation of the returned samples did take adequate samples when tested. MFR could not confirm the failure that was described. The evaluation showed two of the devices to have no anomaly and one to have a loose cutter, which still took adequate samples. Secondly, the sample efficacy test was conducted and all these devices met specifications. The sample efficacy test involves using the device in a clinically simulated environment in an attempt to replicate the complaint. This test involves taking sample bites from a hard substance when the device is either a figure eight pattern or a tortuous olympus gastrointestinal endoscope configuration. Once the device is placed in the respective configuration the biopsy is then performed. A sample was taken using the returned devices and the sample was analyzed for adequacy of the sample. All these devices took adequate samples; the complaint could not be duplicated. The jaws of all devices were found to be present, sharp and in working order. The cutters of one device did not engage/align correctly at the tip and were found to have some "play" at the cutters. Per the evaluation, boston scientific corp could not confirm that the returned devices did or would drop the biopsy samples. Based on this finding it was determined that no remedial action was necessary according to the use of this product and other similar models. MFR intends on having that regional sales representative inservice the physician again.